Manufacturer narrative:
An on-site investigation was performed by the field service engineer. The reported issue was reproduced during the service visit. The device indicated that the expiratory valve coil was out of range (offset). During troubleshooting, the expiratory valve coil was suspected to be defective. The defective part has been requested for further investigation; however, it has not yet been received.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).